Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow up approximately one year post index procedure where physician observed a fully thrombosed left iliac limb. Current patient condition is unknown and a re-intervention has not been scheduled. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the occlusion of the left iliac limb was determined to be anatomy related, due to the small (off label) diameter at the left iliac limb seal zone. Additional contributing factors could not be determined due to a lack of relevant medical records. The final patient disposition was unknown, however, there have been no additional negative patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).